Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 289 mg/dl at the time of the incident. Customer also stated that insulin is spilling out when tried to fill. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to cracked end cap. Device received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.